Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: issue with breast lump, skin reaction concomitant products: left-mentor memorygel, 350 cc, silicone breast implants, ref/sn ) (B)(4) sn (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast reconstruction primary with mentor memorygel, 350 cc, silicone breast implants which the report indicates that patient has lump on right breast, also allergic reaction. The issue diagnosed with ultrasound and mammogram after implantation. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).